Event description:
The disposable ligasure device did not seal the tissue. After trouble shooting, the device would still not seal. Another ligasure device was opened and worked properly. Manufacturer response for ligasure impact, ligasure impact (per site reporter) rep has been made aware of issue and location of device for them to inspect if they wish.